Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown and treatment was not reported. It was not reported if the patient was hospitalized for the event. The patient recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.